Event description:
As nitinol guide wire was used during acl screw placement, end up broke off into the femoral bone canal. C-arm xray used to determine placement, fragment returned in right knee per physician.